Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported, the g3 femoral neck screw has migrated through the nail into the patient's pelvis after gamma 3 surgery. According to the surgeon, they exactly used the operation description and also the locking bolt was correctly locked in the grooves of the screw. Patient had to be operated again, got a femur replacement.

Manufacturer narrative:
The reported event could be confirmed, although the device was not returned for evaluation, a few x-rays were provided which confirms the alleged failure (migration of lag-screw). Through one of the given x-rays, it is visibly evident that the set screw was not properly engaged into the groove of the lag screw. In the x-ray, the tip of the set screw could be easily spotted, with quite some distance above the lag screw. This is the primary reason why the lag screw migrated into the pelvis in over a months¿ time, as a result of it being not secured with the set screw at all. The x-rays and the surgery report were provided to the medical expert, through which he opined and presented his doubts regarding proper fixation of the lag screw: ¿in the given case, there was almost no hope to expect a healing of the subtrochanteric fracture with a nail and it is doubtful, whether the lag screw was locked correctly. ¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation the root cause of the complaint is user related. The migration of the lag screw happened due to inadequate insertion of the set screw inside the nail, leading to inadequate fixation of the lag screw with the set screw and setting it free. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported, the g3 femoral neck screw has migrated through the nail into the patient's pelvis after gamma 3 surgery. According to the surgeon, they exactly used the operation description and also the locking bolt was correctly locked in the grooves of the screw. Patient had to be operated again, got a femur replacement.